Manufacturer narrative:
An event of advancement difficulty and device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was chosen for implant using an unknown delivery system. There was no angulation or kinks noticed on the delivery system. An attempt was made to implant the device, however, the device deployed in a cobra headed form. There was no interaction with cardiac structures during deployment. The deformed device was not released from the delivery cable while inside the patient. Another 10mm amplatzer septal occluder (lot: unknown) was selected as a replacement and was implanted successfully with the same unknown delivery system. There were no adverse patient effects.